Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote patient monitoring system detected high out of range shock lead impedance in this right ventricular (rv) lead. The patient's physician called boston scientific technical services (ts) to discuss the impedance issue and all other recorded impedances were within range. It was also noted that an event was stored to the patient's device showing oversensed noise on all channels due to electromagnetic interference (emi). The patient was subsequently seen in clinic and their device interrogated. No abnormal behavior was observed aside from the previously noted high shock lead impedance. The patient was noted to have endocarditis which the physician expected to have contributed to the high shock lead impedance. The physician will continue to monitor the patient's system. No adverse patient effects were reported. This product remains in service.